Event description:
Unable to flush/prime huber needle for port access. Noted that clamps were not clamped. Able to flush through the side port without difficulty. Second huber needle obtained (different lot #) and flushed/primed without incident.